Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, it was observed in (B)(6) 2020 that the device was not inflating. A break at the top of the pump was reported. The pump was replaced with a titan touch pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation, along with a photograph of the removed device. Examination and testing of the returned component revealed a separation in the body of the pump, below the deflate valve where the body meets with the exhaust tubing strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Testing could be performed on the pump due to the separation noted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump body indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.